Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported the atrial lead dislodged during. The patient had an adverse reaction to sedation during the surgery and moved; causing possible dislodgement. The lead was explanted and the atrial port was plugged. The patient would be monitored.